Manufacturer narrative:
Manufacturer¿s ref. No: pc (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the mechanical thrombectomy procedure a 5mm x 33mm embotrap ii revascularization device (et009533 / 20b076av) was deployed to remove the thrombus at the ic-top. A concomitant phenom¿ microcatheter (medtronic) was removed, but resistance was felt. Additional information was received indicating that the physician tried to pull the embotrap ii device as it deployed, but he was not able to. Therefore, he tried to pull it as the concomitant microcatheter covered the complaint device but was not able to do. The physician pulled it again with force and it was removed. The physician will be provided with information in the following week to ensure he can use the device per the instructions for use (IFU). The embotrap ii device was replaced with a competitor product and the procedure was completed. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20b076av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Withdrawal difficulty is a known potential procedural complications associated with the embotrap ii revascularization device. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. With the limited information available and without the complaint product available for analysis, the reported device issues cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the mechanical thrombectomy procedure a 5mm x 33mm embotrap ii revascularization device (et009533 / 20b076av) was deployed to remove the thrombus at the ic-top. A concomitant phenom¿ microcatheter (medtronic) was removed, but resistance was felt. Additional information was received indicating that the physician tried to pull the embotrap ii device as it deployed, but he was not able to. Therefore, he tried to pull it as the concomitant microcatheter covered the complaint device but was not able to do. The physician pulled it again with force and it was removed. The physician will be provided with information in the following week to ensure he can use the device per the instructions for use (IFU). The embotrap ii device was replaced with a competitor product and the procedure was completed. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 29 december 2020. [Additional event information]: the healthcare professional reported that during the mechanical thrombectomy procedure a 5mm x 33mm embotrap ii revascularization device (et009533 / 20b076av) was deployed to remove the thrombus at the ic-tip. A concomitant phenom¿ microcatheter (medtronic) was removed, but resistance was felt when the embotrap ii device was being withdrawn into the microcatheter. Additional information was received indicating that the physician tried to pull the embotrap ii device as it deployed, but he was not able to. Therefore, he tried to pull it as the concomitant microcatheter covered the complaint device but was not able to do. The physician pulled it again with force and it was removed. The physician will be provided with information in the following week to ensure he can use the device per the instructions for use (IFU). The embotrap ii device was replaced with a competitor product and the procedure was completed. There was no report of any patient adverse event or complication. Additional information received on 29 december 2020 indicated that the user did not apply excessive force. The procedure was considered successfully completed without any clinically significant procedure delay. The device was prepped and handled in accordance with the IFU. E1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.